Manufacturer narrative:
E1: this event was reported by the bsc sales representative. The healthcare facility's name, address, phone and email are: (B)(6). H6: imdrf device code a050702 captures the reportable event of snare loop unable to cut. Imdrf device code a090402 captures the reportable event of snare unable to deliver energy.

Event description:
It was reported to boston scientific corporation that a captivator was used during an unknown procedure performed on (B)(6) 2024. According to the complainant, during removal of the polyp, using the cautery, the power of the cautery was apparently not transferred to the loop resulting to cutting incorrectly. There was no information with the outcome of the procedure. There were no patient complications reported as a result of this event.